Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was running and crashed into a parked car; he did not fall down. Later the patient reported a headache and the ear zone was a bit blushed. The patient reported no access to sound any more.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient was running and crashed into a parked car; he did not fall down. Later the patient reported having a headache and the ear zone was a bit red. The patient reported that he no longer had any access to sound. The patient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient was running and crashed into a parked car; he did not fall down. Later the patient reported a headache and the ear zone was a bit red. The patient reported no access to sound any more. Re-implantation is considered but no date has been scheduled yet.